Manufacturer narrative:
H10: the customer accepted service quote for correction. The material, power cord, has been requested and an order for the part(s) was placed to conduct the repair of this unit. However, the product support engineer (pse) identified an additional issue of failed air flow accuracy testing during evaluation which is addressed in another project record. The component, air and oxygen flow sensor assembly, necessary for this unrelated issue is currently backordered and unavailable. Therefore, the repair for this unit cannot be conducted at this time due to some of the part(s) being on backorder. When all the necessary replacement parts become available, the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) replaced the power cord to resolve the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse), reporting the v60 ventilator did not pass the electrical safety testing. The device was not in clinical use. There was no report of harm. The pse performed a device evaluation and reported the power cable exceeded the allowed values of resistance. The pse advised power cord replacement. Repair pending customer approval.